Manufacturer narrative:
According to the customer, within the "last 3 months" the foleys are "frequently leaking urine" after being inserted between "a few days to a week", causing the patient's briefs to become "heavily soiled". The customer reported the foley balloons are tested prior to insertion, and the pre-filled syringe provided with the product is being used for balloon inflation. The customer reported after the incident occurred the patient's "sacral wounds worsened" and the catheters were replaced. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, within the "last 3 months" the foleys are "frequently leaking urine" after being inserted between "a few days to a week", causing the patient's briefs to become "heavily soiled".